Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
Additional information notes the lead continues to exhibit noise. The lead was explanted and replaced. The patient was in stable condition post procedure. The patient would continue to be monitored with regular follow-ups.

Manufacturer narrative:
Final analysis found that the insulation was abraded breaching the outer insulation at 9.8 cm to 10.2 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device. The abrasion found likely contributed to the noise problem.

Event description:
It was reported that the right ventricular lead exhibited noise. The lead remained implanted.